Manufacturer narrative:
There was no further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not confirmed. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. A root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that during a cataract surgery, a patient experienced a posterior capsule rupture. An anterior vitrectomy was performed and the intraocular lens was placed to complete the case. A week later, the patient presented with ocular hypertension caused by remnants of mass in the anterior chamber. A secondary anterior vitrectomy was performed. The patient pressure has dropped and vision has recovered.